Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported during intraocular lens (iol) implant procedure, the surgeon noticed that the lens was stuck in injector when attempting to insert into eyes. The procedure was completed on same day with new lens without any harm to the patient. Additional information has been requested.

Manufacturer narrative:
Additional information provided in b.3., d.9., h.3., h.6. And h.10. The used device and the lens were returned loose in the carton. The lens stop and plunger lock were removed. The plunger was oriented correctly. Viscoelastic was observed in the device. The plunger was retracted to mid-nozzle. The lens was returned outside the device. Viscoelastic was observed on the lens. One haptic was bent in the distal area. The lens was cleaned with klrp for further evaluation. After removal of the dried viscoelastic, the bent haptic relaxed into the original position. No lens damage was observed. A dimensional inspection (plan view) was conducted. The lens was within the specification per the approved template. A non-qualified viscoelastic was indicated. The reported event was "lens stuck in injector when attempting to insert into eyes". The root cause may be related to a failure to follow the instructions for use (IFU). A non-qualified viscoelastic was indicated. The IFU instructs: during device preparation and implantation of the company iol with the company preloaded delivery system, an company qualified ophthalmic viscoelastic device (ovd) should be used. The use of an unqualified ovd may cause damage to the lens and potential complications during the device preparation and implantation steps. Lens may become stuck in the device: due to the use of a non-qualified viscoelastic. Material properties of non-qualified ovds may contribute to underfill, overfill, misfolding of the haptics, or other inconsistent folding outcomes. If the operating room temperature is too high (> 23°c / 73° f) lens folding consistency is negatively affected, the lens is more adherent and this may inhibit lens advancement. Any of the above listed causes alone, or in combination, may create the reported event. The manufacturer internal reference number is: (B)(4).